Event description:
It was reported that prior to a treatment procedure, it was noted that the tip of the wire appeared defective. The infusion wire had been removed from the package and was being prepped for the procedure. When the wire was flushed, it was noted that the tip of the wire seemed to be 'unraveling'. The wire was discarded and another used to perform the procedure. The product did not come into contact with a patient. No patient injury or complications were reported.